Event description:
Right head siderail would not latch. There were no injuries in this event.

Manufacturer narrative:
Upon complaint review it was determined that is a reportable event for siderail not latching. Replacement center arm was installed, which resolved the problem.